Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. The system operates as intended.

Event description:
The customer reported, the left monitor would not come on causing the loss of live image. There is no report of pt injury or death.